Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to a33 alarm. Pump had broken battery tube threads, cracked case at reservoir tube window corners, reservoir tube window, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 195 mg/dl at the time of the incident. Customer states that they are receiving a compromised force sensor system alarm. Customer states that they are not sure if they pressed the support cap while connected. Customer was assisted with troubleshooting. The customer indicated the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.